Event description:
It was reported that there was noise and inappropriate therapy. It could not be determined if the noise was on the lead or the device, so both were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other: it was reported that there was noise and inappropriate therapy. It could not be determined if the noise was on the lead or the device, so both were explanted. No further patient complications have been reported as a result of this event. Additional information was received in a lawsuit alleging that due to the lead, the patient has " sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages..." Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event, interference, shock, inappropriate.

Event description:
It was reported that there was noise and inappropriate therapy. It could not be determined if the noise was on the lead or the device, so both were explanted. No further patient complications have been reported as a result of this event. Additional information was received in a lawsuit alleging that due to the lead, the patient has " sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages..."